Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed self, restart error, displacement, rewind, prime, force system sensor and excessive no delivery tests. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring from the reservoir tube and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked in many places and that there is a piece missing at the reservoir compartment. Customer's blood glucose was 300 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.